Event description:
The customer reported via phone call that they were visited emergency medical services due to high and low blood glucose on unknown date with blood glucose of 30 mg/dl up to 600 mg/dl. The customer's reported blood glucose was 517 mg/dl. The customer did experience any symptoms such as a result of high and low blood glucose. The customer was treated by manual injection and food. It was unknown whether the customer was using auto mode or not. No further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.